Event description:
It was reported that the ilet was not receiving dexcom g7 readings due to intermittent communication loss to the pump, and the user was advised they could continue to announce meals and to manually enter blood glucose for appropriate corrections; subsequent troubleshooting included sensor toggling and repairing, after which pairing was confirmed. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability-related intermittent communication failure involving the cgm¿s electrical/magnetic subsystem and antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.